Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened act keypad dome. The keypad connector was found close properly during our visual inspection. Unable to performed functional testing due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked near the display window corners, broken belt clip slot, broken reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they received button error alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.